Event description:
On 12/28/1999, the pt, who is bedridden with heart and lung problems, was tested on the surestep meter with a result of 35 mg/dl by a friend/neighbor. Friend/neighbor gave the pt juice and sugar, contacted the paramedics and tested the pt again with a result of 74 mg/dl. Upon arrival, the paramedics tested pt using pt's meter and got 74 mg/dl. The same strip was inserted into their surestep meter with a result of 147 mg/dl. They tested both meters again, using separate finger sticks and strips and got 74 versus 150. Because pt was vomitting the pt was transported to the hospital where pt was admitted for 3 days. The reporter believed the diagnosis was " pt's lungs and bloodsugar." There is no info regarding treatment while the pt was hospitalized, however, it was reported that pt was in a coma for two days. It is unknown how often the meter is cleaned or if control solution tests are performed on the meter. A control test was performed on 01/05/2000 was 79, outside the labeled range of 101-151.